Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pharmacist discovered a leaking light sensitive drug set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection noted a small hole approximately 0.2 cm on the pump tubing. Functional test and under water leak test was performed and noted a leak through the hole. The reported condition was verified and the cause is unknown. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.